Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date. Upon completion of the investigation, a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a (B)(6)-year-old male with congenital hydrocephalus in 1997. On (B)(6), the patient visited the hospital due to headache and convulsions, and then ventricular enlargement and the breakage of the abdominal catheter around the neck were noted by CT scan. On (B)(6) 2016, the device was replaced with certas. After the removal, it was also found that the abdominal catheter became calcified. The surgeon commented that the patient was young and his movements in daily life might have caused the breakage. The patient is currently being monitored.

Manufacturer narrative:
Updated UDI: gtin unavailable, product made prior to compliance date; (B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 110mmh2o. The valve was hydrated for 24 hours. The valve and catheter were visually inspected: a small tear and calcification was noted as well as a slight kink in the catheter. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3100 with lot pc9041, conformed to the specifications when released to stock in 1995. The root cause for the brake in the catheter is probably due to the user as noted in the complaint description. No root cause could be determined for the ventricular enlargement, as the problem could not be duplicated, no occlusion was found. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.